Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter; product ID: 2ach20. Product type: mapping catheter; product ID: 900304 product type: dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after completing the cryo ablation portion of a procedure, it was intended to switch to radiofrequency (rf) for additional ablation lines; however, a significant pericardial effusion was observed on intracardiac echocardiography (ice). A pericardiocentesis was subsequently performed. The case was completed with cryo. Incoming information was later received indicating the patient had a thoracotomy done one month prior. A transesophageal echocardiogram (tee) was performed prior to the procedure and the effusion was not noted until the cryo portion of the procedure was complete. No further patient complications have been reported as a result of this event.